Event description:
Patient in operating room (or) for posterior spinal fusion. During the procedure, guidewires were used to reach the proper screw positioning in the left and right posterior pelvises. Upon attempted removal of the guidewire used for the right sai screw, a fragment broke off and was retained in the pelvic bone.